Manufacturer narrative:
E1. Initial reporter address 1: 1(B)(6).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated 20 times with maximum of 18atm in the left anterior descending artery, the wire lumen was crushed resulting in having a resistance when the balloon was pulled out and the blade got deformed. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated 20 times with maximum of 18atm in the left anterior descending artery, the wire lumen was crushed resulting in having a resistance when the balloon was pulled out and the blade got deformed. The procedure was completed with another of the same device. There were no patient complications reported post procedure. It was further reported that the guidewire lumen may have collapsed because there was a lot of resistance when pulling out the guidewire. Also, the blade was lifted from the balloon. The device was completely removed from the body using the normal method without any problems. The patient was in good condition post procedure.

Manufacturer narrative:
B5. Updated based on the additional information received. E1. Initial reporter address 1: 1-5-54 ujinakanda, minami ward device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic, device-to-device interaction analysis were performed on the device. A visual and tactile examination identified no issues with the hypotube. No visible damages along the extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic analysis showed no visible damages along the extrusion. A microscopic examination of the blades identified that approximately 1mm of the proximal end of a distal blade segment was detached and was not returned. The remaining blades and all of the blade pads were fully intact. Tip showed no signs of tip damage. Examination of the proximal and distal markerbands identified no damage. The device could be tracked on a 0.0140" test guidewire.